Event description:
The patient contacted animas on (B)(6) 2012 and stated the audio bolus button was difficult to press and required several presses to elicit a response. The patient denied damage to the audio bolus button. The patient denied any issues with the keypad buttons. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: no damage was observed to the audio bolus button or keypad. During testing, the audio bolus button was found to be intermittently unresponsive. The bolus button was removed and the internal slug was found to be misaligned. Unrelated to the complaint, evidence of contamination was found under the keypad button contacts.